Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, corrosion was discovered on bearings, motor and other components throughout the device. The corroded bearings and motor can be a cause of overheating.

Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.